Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6) product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep stated that the cause of the impedance issue was not determined. During post-op a connection check was run and only one electrode was showing a red x which was the fewest amount of red x since the initial check. Stimulation was turned on and there have been no complaints from the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), product type: lead. H3. Analysis of the implantable neurostimulator (ins) found the stimulator was functionally okay/insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39565, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep¿reports intra op impedance and lead connection check were within normal limits. During closing the implanting¿healthcare provider (hcp) requested him to do another impedance / lead connection check testing. Rep do not have the impedance values during the call, but reported, 0-7 port: 4 electrodes towards the middle were out, red 8-15 port: 2 electrodes towards the middle were out, red. Rep do not recall which electrodes and what the values were. Rep reports the electrodes did vary. Hcp than removed and wiped the lead several times, impedance and lead connection remains the same. Rep reports physician requested another ins, impedance and lead connection remain the same. Lead was implanted and was slightly off the midline. Rep reports during recovery, 30 minutes later, lead connection and impedance were tested again, now only 1 electrode were in the red and the rest were green. Rep reports he will send back the other ins.¿no symptoms/patient complications reported.